Event description:
Pt says total of 6 sensors were defective and giving readings that are 50-60 pts lower than readings from finger stick glucometer. Pt applying sensor correctly, lots: 6308552, 6348234, 6348334 x2, 6308552 x2, exp 11/30/2021 for all.